Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was not working properly. Additional information was requested but is not available at this time. The crt-d remains in use. No patient complications have been reported as a result of this event.